Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lcd lens, bubbled dso seal, lifted air detector, and a broken battery door. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the inoperable air detector and the dso seal were the root causes. The air detector and the dso seal were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the black sensor fell off the housing bubble in the downstream occlusion seal. There was no patient involvement.